Manufacturer narrative:
Due to indications of device not being able to properly seat in the hole, the occurrence was determined to be reportable to the FDA.

Event description:
Unable to use device due to not being able to seat in drilled hole. Endotine device was opened, then a drill bit and hand drill were used to drill the notch at 1cm above the level of the rim position. Attempt at placing the endotine was unsuccessful as device could not seat in drilling hole despite the fact that no debris was in the hole. Drill had seated to its maximal depth. A second time was tried and device failed again. According to the facility, a back up device was successfully used.